Event description:
It was reported that a patient underwent an oral surgical procedure on an unk date. The patient complained of severe pain and the oral surgeon removed the sutures. Once the sutures were removed, the patient no longer had pain.

Manufacturer narrative:
(B) (4): conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.